Manufacturer narrative:
Device evaluated by MFR: promus element plus mr ous 4.00 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified no issues with the crimped stent. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and the result was within the maximum crimped stent profile measurement specification. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube found that there were multiple kinks along the hypotube. An examination of the shaft polymer extrusion revealed an inner/outer shaft polymer extrusion kink at approximately 120mm distal from the port bond. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported the shaft was kinked and no stent damage as previously reported.

Manufacturer narrative:
(B)(4).

Event description:
Previously, it was reported that a 12 x 4mm target lesion was treated with a 4.00 x 38mm promus element plus drug-eluting stent. Now, it was reported that the lesion size was unknown.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 12x4mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00x38mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.